Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine 800.0mcg/ml at 59.93mcg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient reported a vibration sensation was coming from their pump. The patient felt the vibration in the back and in a different instance he felt it on the right side of rib cage. The event date was noted as (B)(6) 2016. On 2016-april-18,additional information was received from a consumer. The patient was questioning if an increased medication concentration could have led to their issue regarding vibration sensation. The patient met with a clinical specialist/company representative and physician assistant (pa); however the situation was not resolved. It was indicated that they never heard of such a situation. The vibration sensation was described as occurring every 5 minutes and lasts approximately 4 seconds 24 hours a day. It was clarified that this was the only mechanical device in the patient¿s body. The patient wanted to speak with an engineer about the pump operation. The patient had questions regarding electromagnetic impulses causing muscular stimulation pulsing. On 2016-oct-11, additional information was provided by a healthcare provider. It was reported that the pump and catheter were explanted and replaced on (B)(6) 2016 due to the patient's complaint of the pump vibrating every 6 minutes. It was reported that a motor stall-low battery occurred. It was indicated by the healthcare provider that the batter was depleted. No patient injury was reported.

Manufacturer narrative:
Analysis of the pump identified high battery resistance. Analysis of the catheter identified coring/tears/cuts in the seal of the sutureless connector, which met leak criteria. Evaluation conclusion code and evaluation result code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.